Manufacturer narrative:
The central processing unit (cpu) was returned to the manufacturer for failure investigation. The customer complaint cannot be verified. Unit ran for an extended period without restart.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported the person who was retrieving the unit from a hospital fell down the steps and the display got broken. The unit was able to operate continuously. The field service engineer (fse) confirmed reported failure. The fse also identified in the diagnostic error report (drpt) "ventilator restarted" error code. The user interface assembly was replaced to resolve the reported issue. The central processing unit (cpu) was replaced to prevent reoccurrence. The unit was not in use on a patient, and there was no patient or user harm reported.